Event description:
Sales rep reports the following: safety clip did not fully engage, employee received needle stick in left thumb while disposing of needle. No other employee info given. Incident occurred 2002, sales rep was not notified until 3/2002.